Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that an inaccuracy occurred. The straight suction was difficult to verify, however it did verify successfully after approximately 10 attempts. The health care professional (hcp) then achieved a 1.3 mm registration accuracy which encompassed the intended navigation area in the green sphere of accuracy. During navigation, the hcp felt accurate with the instruments they were initially tracking. The hcp then began to navigate the straight suction (without checking the instrument accuracy on a known anatomical landmark). While navigating the straight suction, the hcp noted that a cerebrospinal fluid (csf) leak occurred. When taking the straight suction out from inside the patient, the hcp noticed that checking the instruments accuracy on the tip of the nose showed the instrument approximately 2 mm inaccurate off the nose. No impact on patient outcome. There was less than an hour delay in the procedure.